Manufacturer narrative:
Additional information added to h3, h6, h10 prismaflex m150 set c has been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection did not observe the crack on the dialysate port. Nevertheless, based on reported information, the reported crack is considered confirmed. The cause was related to mechanical shock during transportation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital of (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a prismaflex m150 set, a fluid leak was observed from a crack in the dialysate port. No additional information is available.